Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare provider for a clinical study reported the patient had back pain from lower back radiating down left leg and thigh after head-on motor vehicular accident on (B)(6) 2016. The device was turned off but the pain was still present and impedances were all within normal limits. Device interrogation on (B)(6) 2016 was unremarkable as well as the x-ray of lumbar spine and CT of abdomen taken on (B)(6) 2016. Pain was still present at return clinic visit on (B)(6) 2016 and the patient needed to get a lumbrosacral MRI for other pain sources such as neuropathic pain or herniated disc. The entire system was explanted and not replaced. The event resulted in an emergency room visit and an unscheduled clinic or office visit. It was ¿unlikely related¿ to the device or therapy and had resolved without sequelae on (B)(6) 2016. Indications for use included urinary dysfunction and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the clinical diagnosis was ¿pain at [device] site.¿

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.